Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose and requested her basals to be changed. Currently, the customer was having high blood glucose, but the caller stated that they do not know how to work the insulin pump and have been giving her shots, but no bolus. The blood glucose at time of call was 576mg/dl. It was stated that the customer woke up with 29mg/dl. The mother gave her a glucose shot and she was 300mg/dl by the time she was admitted. The caller stated that the customer's glucose level was 440mg/dl the night before, took a shot of insulin, went to sleep and woke up low. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.